Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
Philips bench repair reports that the device's battery is worn. There was no patient involvement reported.